Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she inserted a sensor four days earlier, and her sensor glucose readings have been in the 50 range, but her blood glucose is 85 mg/dl. The patient was not feeling well. She stated that she was feeling thirsty, and was taking medication for flu-like symptoms. Offered to call the paramedics, but the patient stated that her husband would be taking her to the hospital. Nothing further was reported.